Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a probe tip for a navigation system outside of a procedure. The rep indicated that the thoracic probe tip was bent. There was no patient present at the time of this issue and it was unknown how the probe tip became bent.

Manufacturer narrative:
The probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was twisted. It was also noted the back end had several impact marks. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.